Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The analysis of the available trend curves confirmed a gradual increase of pacing impedance as mentioned in the complaint description. Between (B)(6) 2016 and (B)(6) 2016 the pacing impedance was stable around 500 ohms with a subsequent gradual increase up to greater than 3000 ohms. Furthermore the pacing threshold demonstrated an increase from 1v up to approximately 2.5v in (B)(6) 2016. Based on the analysis of the provided data an encapsulation of the lead, mentioned in the complaint description, cannot be excluded. However without an analysis of the lead itself, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of 27 months an increase in pacing impedance greater than 3000 ohms and a gradual increase of pacing threshold was noted. No visible damage of the lead was seen during a revision on the (B)(6). This lead was capped and a new lead was implanted instead.